Event description:
Customer's lead screw fell out from the pump when the reservoir was removed. Family member stated that the driver block and the lead screw were not in the pump and they did not know how it could happen.